Event description:
The customer reported to vyaire medical that the avea ventilator has fio2 issues. The unit has constant high fio2 alarm and high vte alarm. At his time there was no information of patient involvement reported with this event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Third party o2 sensor found installed in avea unit. Technician replaced o2 sensor with vyaire brand. Afterwards, a est & leak test was performed and passed. Fio2 ranges were found off by 4% compared to flow analyzer. Technician performed o2 blender & o2 sensor calibration. Afterwards a full ovp & diagnostic test was ran on the avea and the unit passed within manufacture specification with both o2 readings on the monitor and on the flow analyzer were within manufacture specification. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.